Event description:
Info received indicated fluid ingress was found in the mattress.

Manufacturer narrative:
The hill-rom technician found worn ticking with some small pin holes in the cover along with a stained p/v cushion due to fluid ingress. He installed a ticking refurb kit along with replacing the p/v cushion.